Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy. According to the reporter: at the 4th firing confirmed the jaw could not move. Also found a difficulty to remove the sulu from device. Opened another manual handle device and tried to continue to use it for the fifth firing on bronchial tube. However, found the jaw could not opened and closed. Prior to 4th and 5th firing no problem in opening and closing jaw was confirmed. Reported the customer had a difficulty in removal of sulu after all the firing it had done. Reported it was hard to press the release button in adapter and also the cartridge would not be rotated smoothly or it could not be rotated at all to release the sulu. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.